Event description:
It was reported that 300 bd vacutainer® serum blood collection tubes had issues with loose stopper closure. The following information was provided by the initial reporter: "when using the open system, to transfer into the tube from the syringe by opening the tube cap and then the blood is flowed. When closed again can not be firmly attached to the tube cap."

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for [stopper creepout/ decapping was not observed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and upon completion the indicated failure mode for stopper creepout/ decapping was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode stopper creepout/ decapping. Bd has initiated further root cause investigation relating to the issue of stopper defects through CAPA# (B)(4). Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."